Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 05:54:04. During night drain cycle four, the patient's ultrafiltration reading was 2549ml, indicating the home patient (hp) drained 2549ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had ultrafiltration reading of 2549ml during the therapy initiated on (B)(4) 2011 05:54:04 night drain cycle 4, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 4 drain was completed on (B)(4) 2011 at 07:31 and the user's actual drain volume during cycle 4 was 2545ml. The actual drain volume of 2545ml is 102% of the largest prescribed fill volume (lpfv) of 2500ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.